Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.

Event description:
During the implant procedure, high impedances were observed in all of the "cell" settings when the lead was connected to the neurostimulator. Impedance check was re-run at the increased amplitude of 2.0 volts but were still >4000 ohms. The lead was disconnected then reconnected 3 times with impedances checks in between but were still seen at >4000 ohms. The lead was replaced and connected to the device but still high impedences were observed in the "cell" settings. The neurostimulator was then removed and a new device implanted. When connected to the lead normal impedances were observed. The pt's device was activated in recovery and he was educated on how to use his programmer. No pt injuries were reported.